Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it appears this is a patient who had a prior history of adhesions prior to implant of the bard flat mesh. At this time it is unclear if the flat mesh was partially or fully explanted in the 2015 procedure due to the attorney alleging that "to this day, the prolene mesh material remains implanted in the patient." It is unclear what is being referred to when the attorney states that prolene mesh material remained implanted. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient was treated at the hospital for an incarcerated umbilical hernia. On (B)(6) 2014 - the patient was treated at the hospital for recurrent incisional hernia with lysis of adhesions. The patient underwent a hernia repair procedure to "introduce" a bard "marlex" mesh to the patient's peritoneal cavity to reinforce tissue affected by the hernia. On (B)(6) 2015 - the patient underwent a subsequent revision surgery to remedy the previous hernia repair due to a complications and failure of the marlex mesh. It was alleged that the marlex mesh had broken down and decreased in efficacy, causing the patient observable abdominal bulging and pain at the incisional hernia location. The surgeon first conducted a laparoscopic releasing and excision of scar tissue and lysis of adhesions caused by the marlex mesh. The surgeon observed that the existing mesh (marlex mesh) was overlying the anterior peritoneum, which he sharply excised with scissors and cautery. The marlex mesh was removed and the next step of the surgical procedure was conducted by another surgical team. Shortly after the removal procedure, the patient was treated by another surgeon who conducted the procedure to introduce a non-bard davol mesh into the sub-muscular space to reinforce the diminished tissue. The attorney alleges that to this day, the prolene mesh material remains implanted in the patient. Patient has now experienced muscle loss, weight gain, continuous stomach pain especially when making any sort of contact with her stomach, loss of bowel function, increased diarrhea and stool related issues, and now must walk with a cane or a walk chair.